Event description:
New information received notes that the left ventricular (lv) lead exhibited loss of pacing. It was discovered that the loss of pacing was due to lv lead dislodgement. Therefore, the physician attempted to reposition the lead on (B)(6) 2021 but was unable to due to tortuous patient anatomy and the lead was instead explanted. The patient condition was stable.

Event description:
New information received notes that the left ventricular (lv) lead also exhibited oversensing.

Manufacturer narrative:
The reported events of high pacing threshold, loss of capture and noise were not confirmed. A complete lead was returned in one piece for analysis. Electrical and visual analysis of the lead did not find any anomalies.

Event description:
New information received notes that the dislodgement of the left ventricular (lv) lead was confirmed via x-ray.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35549. It was reported that the patient presented for routine follow up. When their implantable cardioverter defibrillator (ICD) was interrogated, it was noted that there were incorrect parameter values. These values were programmed back to the normal values after which it was noted that the left ventricular (lv) lead exhibited high capture thresholds. It was unknown whether this was an ICD or lv lead issue. Therefore, further programming changes were made to address the issue. The patient was in stable condition.